Manufacturer narrative:
Eval summary: no device or photos were rec'd, therefore the condition of the screw is unk. Surgical notes were not provided. The instruments used and their condition are unk. It is not known what was attempted to be fixed with the screw and the quality of bone. In general, possible causes of screw fracture include: excessive torque, off-axis force causing a bending moment exceeding the material properties a definitive root cause cannot be determined with the info provided. Eval: the product stated in the complaint was not returned for review. The device history records indicate that the device was manufactured to specification at the time of manufacture. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that while the surgeon was inserting, the trilogy screw snapped in half leaving a portion of the screw in-vivo.